Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx ii was implanted into the patient on (B)(6) 2019. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; groin pain; rect pain; pain inter; diff bowel; rec incont; aggrav incont; oth pain: ongoing urinary and bladder infections. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: bladder and bowel prolapse repairs, scar tissue repairs. There was no mesh available with tga approval for this operation. Nonsurgical treatments: on (B)(6) 2019 the patient commenced pain medication: panadol and nurofin for the treatment of: ongoing pelvic inflammation, bladder and urinary infections. Treatment duration: from (B)(6) 2019 to (B)(6) 2021. On (B)(6) 2019 the patient commenced incontinence medication: antibiotics for the treatment of: ongoing pelvic inflammation, bladder and urinary infections. Treatment duration: from (B)(6) 2019 to (B)(6) 2021. The patient was treated with other medication (please specify). On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: assist with scarring of vagina. Treatment duration: 44337. The patient was treated with topical treatment (including oestrogen cream). Treatment duration: once off due to lack of access to appointments. The patient was treated with other (please specify).